Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s cgm had been disconnected for several hours, after which the sensor was reconnected with agent guidance and the ilet displayed a ¿high¿ glucose reading. The user had been snacking on animal crackers during the disconnection, and agents advised allowing two hours for automated correction and to call back if glucose did not trend down. Symptoms included no reported clinical symptoms of hyperglycemia. Outcomes included no need for outside assistance or medical intervention, and no alerts or alarms were reported. Investigation included remote troubleshooting and user education to reconnect the cgm and allow the system to correct the elevated glucose. Investigation of this case revealed user-related interruption of cgm data leading to transient hyperglycemia, with the device functioning as designed once connectivity was restored and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related use conditions were the cause.